Manufacturer narrative:
The failure investigation has been completed and the initially reported unexpected shutdown was verified; however, there was no failure identified for the initially reported wake button issue.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple resume pump alarms. Reportedly, the wake button was sticking down and triggering button alarms. In addition, it was reported that the pump unexpectedly shutdown. Customer's blood glucose level was not impacted. It was indicated that the customer had alternate insulin therapy available.